Event description:
It was reported that, "when implant outer box was opened and the component was removed from paper tray, I noticed that the inner sterile package was breached. So surgeon used the same diameter stem without body and a 30mm body instead."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.